Event description:
Additional information later reported the patient also experienced medication side effects.

Event description:
It was reported that the pump was replaced. It was indicated that the reason for catheter removal was ¿other¿. There was no patient injury and the patient recovered without sequela. No rotor study or dye study was performed. It was later reported that a probable catheter microfracture occurred. The patient experienced hypertonicity, diaphoresis, agitation, pain and increased opisthotonic posturing. The patient progressed to unresponsiveness and being ¿quite sedated¿ during hospitalization. The event resulted in in-patient or prolonged hospitalization. On (B)(6) 2013, an x-ray was done and the results were negative. On (B)(6) 2013, diagnostics of device interrogation was done. The device was replaced on (B)(6) 2013 and the patient recovered without sequelae on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was also previously reported that x-rays were performed on (B)(6) 2013 and were also negative. The device interrogation on (B)(6) 2013 had normal results. The intervention was reported as a medication adjustment of oral baclofen. The etiology was reported as the entire catheter being related to the device or therapy but not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing baclofen withdrawal. No other information was reported. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11158r24, implanted: 2002-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).